Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred, the wake button was sticking and difficult to press down, and the touchscreen was unresponsive and timed off sooner than expected. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.